Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator was powered on, and moments after a "disc sense" alarm occurred. There was no flow detected at the gas outlet port. Bench testing revealed the turbine assembly had seized. Internal inspection of the turbine revealed the presence of an unknown contaminant. Vyaire medical replaced the turbine.

Event description:
It was reported to vyaire medical that the ventilator was not delivering breaths while in use on a patient. There was no patient harm associated with this reported event.